Event description:
In 2007, the patient was seen due to a csf leak. It was unk if a revision occurred on this date (medwatch report stated multiple revisions were attempted (2007). User facility medwatch attached. See MFR report numbers: 2182207200901208, 21822072009021210, 2182207200901211, 2182207200901215.